Event description:
It was reported that during a coronary drug eluting stenting treatment procedure the stent shaft broke. The target lesion was located at the tortuous bifurcation between the left anterior descending artery (lad) and the diagonal artery (ds). A 2.75x8 mm taxus express2 drug eluting stent was advanced toward the lesion. During advancement the stent shaft broke and was removed from the body. The procedure was successfully completed with another taxus stent of unk size. No pt complications were reported.